Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 22358, were returned and analyzed. The data files showed at least 12 injections were performed on the date of the event without triggering any system notice. The first 5 applications were performed with the returned balloon catheter and the last 7 applications were performed with a different balloon catheter. Visual inspection of the returned catheter showed the device was intact with no apparent issues. The returned catheter failed the performance test due to the frost build up on the coaxial connector. Dissection showed a guide wire lumen kink at 1.42 inches from the tip inside the balloons and a leak path through the catheter coaxial connector adhesive. In conclusion, a kink was confirmed through testing. The balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the shaft of the balloon catheter was bent. The push button was pressed without resolve. The balloon catheter was then replaced and the case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter subsequently tested out of specification per the manufacturer's investigation.